Event description:
It was reported that the insulin pump was not delivering insulin and the customer experienced high blood glucose as well the cannula was bent. It was stated that the customer did not receive a no delivery alarm until he attempted to bolus. The customer did treat with manual injection, but his glucose level was still high. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.